Event description:
Both filters in my philips dreamstation CPAP machine were black and covered with an unknown substance after being used overnight. This occurred on two different occasions, several months apart. (B)(6) 2020 was the most recent episode. After it occurred, I held on to the filters for many months in case the problem became frequent. Since it only occurred twice, and did not recur after the second episode, I threw the filters out a year later. In the last several weeks, I've learned that the foam in the machine is known to degrade and cause problems prompting a recall. I fear that the black residue clogging the filters was the foam that degraded in the machine and was likely inhaled during sleep. Philips reported a correlation between unauthorized cleaning methods and this problem. I have never used ozone or any other unapproved cleaning method. FDA safety report ID# (B)(4).